Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a left upper lobectomy procedure, following the application of a properly formed clip, the clip feeding mechanism would advance the next unformed clip either completely out of the jaws or partially out of the jaws. It would shoot the clip out of the jaws of the applier either all the way out or partially out of the jaws. All clips that were utilized formed properly. There were no patient consequences. Case completed with the same clip applier without incident.